Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: during the process of using a ventilator to assist breathing. The patient found, that the ventilator made loud noises and had air leaks. The doctor immediately went to the bedside for examination and found that the rubber hose at the connection between the ventilator and the mask was broken. No health consequences or impact.